Event description:
Journal reference: roth et al. "Sacral nerve stimulation for children with severe dysfunctional elimination syndrome." In aua. 2007. Anaheim, ca: the journal of urology/177/4/supplements/274. Patients aged 4-14 underwent sns and were followed prospectively for a mean of 22 months. One implant was removed secondary to infection.

Manufacturer narrative:
See scanned page.